Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an error message with a diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) replaced the delivery pressure solenoids (psols). The se performed calibrations and extended self-testing on the device and all tests passed. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
A breath delivery (bd) pressure solenoid (psol) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that no fault was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.